Event description:
It was reported that the patient had a pocket revision to move the ins because the location was uncomfortable. Following the revision the patient experienced coupling and or communication issues. 50cc of fluid were removed from the pocket, but there were still no coupling bars on the recharger. Use of the antenna locate feature did not significantly improve recharging. An x-ray confirmed that the ipg was flipped and the hcp manually flipped the device to the proper orientation. The patient was then able to successfully start a recharge session, and the patient left the office very happy and relieved that the situation was resolved.

Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. (B)(4).